Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (¿concentration 40; dose .25¿) via an implanted pump. It was reported that the patient experienced an overdose after having withdrawal. The action/intervention taken to resolve the issue was noted to be that the pump was programmer to minimum rate. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient went from a 20cc pump to a 40cc pump and the pump was filled with 20 ml but programmed with 40 ml. The patient also reported not liking the 40cc pump and wanted to go back to the smaller 20cc pump. The pump was now at minimum rate and would be turned to a higher dose when the pump is replaced. Surgical intervention was planned, but not yet scheduled.